Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.